Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the customer received an occlusion alarm after loading a new cartridge and infusion set. Troubleshooting was performed and determined occlusion was coming from the cartridge. There was no impact to customers blood glucose level.